Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure it was noted that the right ventricular lead exhibited undersensing that led to inappropriate pacing, high capture threshold, r wave amplitude variation and failure to sense. The lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.